Event description:
A customer reported via phone call indicating that they passed out and was assisted with paramedics who took the customer to the hospital to be treated. The customer did not provide any further information about the time and date of the hospitalization. The customer stated that they felt jerky shoulders and feeling moody before she passed out and woke up with paramedics around them. The customer was assisted with reviewing the priming technique on their insulin pump. The customer sated that they had a stomach infection and are on antibiotics. The customer made changes on their insulin pump settings per doctor's orders. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.